Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that atrial signals were being oversensed on the right ventricular (rv) channel one day post implant due to lead dislodgment. A revision procedure was performed and this rv lead was successfully repositioned. No additional adverse patient effects were reported.